Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high short v-v intervals. It was further reported that the lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.